Event description:
Rn found 150cc of mixture of air and water in flexiseal balloon after patient complained of pain. Flexiseal reinflated with the appropriate amount of liquid. Notified charge nurse. Patient still complained of pain in rectum. An insufficient amount of fluid was removed from the bulb and the device was removed. Rn noticed a possible wound which looked pressure related at the rectal site. Painful for the patient to touch. Notified wound care to assess rectal area. Next day: wound care confirmed trauma to the area, to follow orders accordingly.